Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having trouble with renal incontinence and once in a while they got a urinary leak. Patient stated they were having issues with therapy the whole 2 years they have had it and they were considering changing back to the non-rechargeable implant because it was a total success and it has been expensive, hard and had lots of utis. Patient was at an appointment with a healthcare provider (hcp) yesterday and they did a whole bunch of testing and the hcp told patient to turn therapy off for a week to see if it is any different or worse without the battery. Agent walked patient through how to turn off therapy. The patient was redirected to their healthcare provider to further address the issue.